Event description:
It was reported that an ilet user experienced a high blood glucose reading on the device with associated nausea and thirst while away from home, after performing a full supply change on a cassette and tubing infusion set and confirming no visible leaks or kinks; the user announced lunch but had not eaten and was advised to hydrate, check blood glucose with a glucometer upon arrival home, and test ketones, with optional manual insulin injection guidance including pausing the ilet for two hours before reconnecting. Symptoms included hyperglycemia with nausea and thirst. Outcomes included the need for user counseling and troubleshooting without hospitalization. Investigation included user interview, review of infusion set status, and troubleshooting education regarding hydration, home blood glucose verification, ketone testing, and safe use of off-pump insulin. Investigation of this case revealed no confirmed device malfunction or infusion set failure and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.